Event description:
A call to technical services was made on (B)(6) 2013 stating that nurse was checking this lead and could not get capture in any vector. Representative was able to get capture at 3v and was seeing some lv inhibition. As reported by technical services lv was being inhibited from something and that representative said that atrial signal is huge at 16mv p waves. Atrial capture was 0.6 at 0.4 ms. The physician was dr.(B)(6) at (B)(6) hospital in roanoke, va. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).